Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported deflation. The device has been explanted. This relates to the right side.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed, opening on anterior side assessed as unidentified (tear) opening (shell thickness was within specification) additional observations: ¿ brown particles inside of the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported deflation. The device has been explanted . This relates to the right side.